Manufacturer narrative:
Plese refer to the attached analysis report.

Event description:
During a scheduled follow up on (B)(6) 2017, the pacemaker was found in standby mode and was correctly reinitialized. Since the device was near to the rrt point, a prophylactic replacement has been performed on (B)(6) 2017. The physician would like to know about the reason of standby mode. It was reported also reported that it was not possible to find an interrogation on (B)(6) 2017 most probably because the prrogrammer time is not correctly programmed.

Manufacturer narrative:
Preliminary analysis did not reveal any irregularity.

Event description:
During a scheduled follow up on (B)(6) 2017, the pacemaker was found in standby mode and was correctly reinitialized. Since the device was near to the rrt point, a prophylactic replacement has been performed on (B)(6) 2017. The physician would like to know about the reason of standby mode. It was reported also reported that it was not possible to find an interrogation on (B)(6) 2017 most probably because the programmer time is not correctly programmed.

Event description:
During a scheduled follow up on (B)(6) 2017, the pacemaker was found in standby mode and was correctly reinitialized. Since the device was near to the rrt point, a prophylactic replacement has been performed on (B)(6) 2017 the physician would like to know about the reason of standby mode. It was reported also reported that it was not possible to find an interrogation on (B)(6) 2017 most probably because the programmer time is not correctly programmed.